Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a driveline power fault alarm. The event log files also captured driveline power fault alarms that started at 12:56 pm on (B)(6) 2024. It was recommended to exchange the system controller and modular cable. Related manufacturer reference number: 2916596-2024-01170 (mobile power unit).

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of driveline power fault alarms. A log file was submitted (20240219_122228) and downloaded (B)(4) for review that showed overlapping events spanning approximately 15 days (B)(6) 2024 per timestamp). Events occurring on (B)(6) 2024 were recorded during testing at abbott. No notable alarms were active in the log file that would indicate an issue with the system controller. The system controller was connected to a mock loop and was able to support the system for an extended period without any issues or alarms activating. The reported event of driveline power fault alarms has been isolated to the returned modular cable (lot number: 171754) and is addressed via the modular cable¿s investigation, MFR #: 2916596-2024-02556. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2016. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller and modular cable were exchanged on (B)(6) 2024 which resolved the alarm.